Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient has not had any luck with the therapy. Caller stated the patient was either going constantly or couldn't go at all and had to cath themselves in order to go. Caller added that the symptoms were the same or worse than before the implant. Caller noted they had tried increasing the stimulation several different times but the patient just started coming out and had no control over it. Agent reviewed therapy information and general programming guidance with caller. Caller would adjust stimulation as needed and monitor symptoms. Redirected to doctor if issue persists.